Event description:
The customer reported via phone call that her blood glucose level was 500 mg/dl. She claimed the insulin pump was no delivering insulin. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.